Event description:
Related mfg reference: 3005188751-2014-00001. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. A transseptal puncture was performed with a brk transseptal needle and a fast cath swartz transseptal introducer; however, there was difficulty due to poor imaging on a non-sjm ice catheter. Geometry was collected in the left atrium and cryoablation was performed on all four pulmonary veins with a non-sjm cryoablation catheter. During the last ablation, the anesthesiologist indicated the pt was hypotensive and had periods of a junctional rhythm. The ice catheter was placed in the right ventricle and revealed a pericardial effusion. Ablation was continued with an irrigated radiofrequency ablation catheter on the left atrial roof line and left atrial isthmus. A cardiologist was consulted to perform a pericardiocentesis and the pt stabilized. A complete electrophysiology study was performed with the pt on isuprel. At the end of the procedure, ice images showed the pericardial effusion was much improved and the pt remained stable.

Manufacturer narrative:
The results of the investigations are inconclusive since the device was not returned for analysis. Our analysis was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info rec'd, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known inherent risk during the use of this device in the heart.